Manufacturer narrative:
During our preliminary evaluation it was observed that there is galiing on the inner blade. The returned blade was evaluated for rotation and it was found to be seized. Upon removal of the inner blade, it was observed that considerable friction was present over the length of the blades. Subsequent measures for blade straightness indicate a very significant bend in both the inner blade (.025 tir) and the outer blade (.148 tir). The cause for the seizing is due to extreme bending of the blade assembly. (B)(4).

Event description:
Blade locked up in handpiece with no undue stress/ not torgued, injury to patient: metal shavings deposited from blade into joint. Surgeon shaved with another blade and irrigated but was not able to remove all the debris.